Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose levels. The patient's bg levels rose to 12.5 mmol/l (225 mg/dl) with ketones of 0.5 mmol/l (9 mg/dl). Additional information was solicited, but unavailable.